Event description:
Procedure type: lap chole. According to the reporter: prior to surgery, white powdery material was found on the product. Not used for patient. Used another device. No patient injury was reported.

Manufacturer narrative:
(B) (4).